Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field b3. Date of event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements since implant. The threshold measurements were from 4.5 volts at 0.4 and previous session was at 6 volts at 0.4. Additional information received which indicated that the physician inform threshold was high at implant and the product was return by the hospital. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements since implant. The threshold measurements were from 4.5 volts at 0.4 and previous session was at 6 volts at 0.4. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.